Manufacturer narrative:
(B)(4). The device (a) was returned with the tissue pad damaged and melted. The tissue pad was inspected and was 100% present on the clamp arm. The device (b) was returned with the tissue pad damaged and melted; not detached as reported. The devices were connected to a test handpiece and gen11 and activated during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Device b: batch k90d8p, mfg date: 2/21/2013, exp date: 1/21/2018.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the first device the white tissue pad fell off. The tissue pad melted and the staff could not locate the pad, they looked all over and could not find it. The second device¿s tissue pad started to melt and curl up so the surgeon stopped using it and no pieces fell off this one. A third device was used to complete the procedure. No adverse consequences reported. Two devices will be returned. No other details are available.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.